Manufacturer narrative:
Pump received missing segments/partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a display anomaly. The customer¿s blood glucose level was 8.8 mmol/l. Customer's father stated that the pump's screen was partially displaying information. The customer was advised to discontinue using the pump and revert to pens, which customer had confirmed to have as a backup plan, and the pump needs to be replaced. The insulin pump will not be returned for analysis.